Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4). The device has not been previously sent into service for the reported condition of "fc 810:11". (B)(4)

Event description:
During baxter's device investigation failure code 810:11 was found in the event description. The condition was found to have occurred during infusion. No patient injury or medical intervention occurred. This device utilizes user interface module master software version 5.03.00 categorized as unremediated.

Manufacturer narrative:
The condition of failure code 810:11 was found and confirmed in the event history. The reported condition is due to the ail pcb (air-in-line printed circuit board) being out of calibration. The ail pcb was recalibrated to resolve this condition. (B)(4)